Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had no symptom relief. The patient kept making it go higher because they stopped feeling stimulation using the programmer. This had been happening ever since the patient got the implant on (B)(6) 2015. The patient¿s symptoms were controlled at the beginning, but then it stopped on (B)(6) 2015 and if they stood up and walked around the fluttering stopped. The patient did not feel stimulation and the therapy was not on, set at 3.5v. The patient lowered the stimulation to 2.0v, turned the therapy on, raised it to 2.7v, the patient felt it comfortably, and the situation was resolved. No trauma or falls were related to the issue. The implant site was very sore and sometimes when they were sitting they had to turn their body because it hurt so bad. It had been this way since shortly after implant and it started 4 to 5 days ago. The patient didn¿t think the implant site was infected. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.